Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, the pump supplies were in use for 3-4 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was in the 400's mg/dl